Manufacturer narrative:
Initial and final-device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a leakage event on 02-mar-2026. Medication leaked from the cannula site causing the adhesive part of the cannula to lift and detach starting from the edge. This led to cannula site redness with burning sensation, blister formation, and a literal burn observed on the patient skin. No further information available.